Event description:
It was reported that during an implant procedure, as the patient was placed on a pump-oxygenator (po), the device mode on the device was changed to non-pacing mode and the session of the programmer kept continuing. As the po was disconnected, telemetry was established to change the device setting mode again. At that time, the programmer displayed a message that the session would not be completed because the serial number of the device was not correct, and the session was forcibly terminated. The programmer session was successful without issue after that. It is unclear if the issue occurred due to the programmer or the implanted device. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID a3dr01, product ID 5086mri45, product ID 5086mri52. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).